Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite gastrointestinal videoscope was returned to an olympus service center for evaluation with a report that there was an angulation problem. There was no patient or user harm reported. During inspection and testing, foreign material was observed in the nozzle. This report is being submitted for the malfunction [foreign material] found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. During inspection and testing, the following were detected: the instrument channel/tube was dented. The bending angle in the up direction was out of specification due to wear of the angle wire. The play of the up/down knob was out of specification due to wear of the angle wire. The up/down knob was damaged and made an abnormal sound. The bending tube was deformed. The adhesive on the bending cover (a-rubber) was cracked and chipped. The scope connector was dirty due to water leakage. The connecting tube was wrinkled. The adhesive on the a-rubber, scope connector, up/down knob, forceps elevator knob and lever, camera cover, and connecting tube. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The event can be detected/prevented by following the instructions: the inspection method for the event is described as follows in the instruction manual, (operation edition) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and inspection of the combination function with 3.8 related equipment". [Inspection of the entire endoscope]. 8. Visually check that there are no abnormalities such as abnormal protrusion, dents, deformation, etc. In the air and water feed nozzles at the tip of the endoscope. [Inspection of the cleaning function of the objective lens surface], when using the spray button (a) inspection of water supply 1. Plug the hole of the spray button with your finger. 2. With the hole closed, push the button all the way in (two-step push). Make sure that water flows throughout the endoscopic image. (B) inspection of spraying 1. Plug the hole of the spray button with your finger. 2. With the hole still closed, push the button all the way to the end (1 step push). Verify that mist water is ejected throughout the endoscopic image. Olympus will continue to monitor field performance for this device.